Event description:
The facility representative reported a flo-gard infusion pump with an f-65 error. This condition was found upon power up of the device in the pediatrics area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an f-65 error code was not confirmed or duplicated by baxter service personnel. The root cause of this condition was not determined and no repairs were made concerning the reported condition. The device was returned unrepaired to the customer. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.